Event description:
Information received from the field notes that the patient complained of symptoms and was seen for his first office check since implant. The last transtelephonic check showed normal operation with a magnet rate of 60 ppm. The patient presented with an intrinsic rate of about 40 bpm and the device exhibited no output, no telemetry and no magnet response.